Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The device failed to cross the lesion; however, the balloon was inflated 3-4 times at 18 atmosphere in less than 10 seconds, and the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The device failed to cross the lesion; however, the balloon was inflated 3-4 times at 18 atmosphere in less than 10 seconds, and the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.